Event description:
The pt was implanted with a left ventricular assist device )lvad). It was reported by the vad coordinator that while the pt was in bed in the intensive care unit (ICU), when the system controller was resting by the pt's side, a burn to the pt's skin from the system controller occurred. The pt was advised that the system controller should be placed in the belt attachment at all times to avoid skin contact.

Manufacturer narrative:
The system controller will not be returned to the MFR as it remains in use. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.